Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap cracked when it was being secured to the transfer set. There were no leaks observed. There was no patient injury or medical intervention associated with this event. No additional information is available.